Manufacturer narrative:
The user experienced severe hypoglycemia resulting in seizure activity and emergency medical intervention while using the ilet. This situation can result in acute metabolic decompensation requiring urgent treatment and is consistent with the reported ems transport and hospital care. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date; however, the severity observed in device data is not consistent with hypoglycemia typically associated with seizure activity, suggesting the possibility of cgm inaccuracy. The user reported administering long-acting insulin while using the ilet, which is not recommended and would increase the risk of hypoglycemia and likely contributed to the event. Based on available information, the event was attributed to use-related factors involving concurrent exogenous insulin administration rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 27-sep-2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose reported as low as 51 mg/dl, resulting in seizure activity and emergency medical services transport for treatment. The user was treated and discharged the same day. The user recovered and no long-term health effects were reported.